Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedance measurements with current measurements being greater than 125 ohms however this is still within normal limits for a single coil lead. Shock lead impedance testing was performed and returned normal/within range shock impedances. Boston scientific technical services (ts) recommended monitoring. No adverse patient effects were reported.